Event description:
Device over heated and stopped working after 4 min. Gynecare rep called. New device used. Pt was able to have procedure completed.

Event description:
Device over heated and stopped working after 4 min. Gynecare rep called. New device used. Pt was able to have procedure completed.